Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an empty battery after two hours. The problem remained after troubleshooting. The insulin pump was replaced and will be returned.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected low battery or power loss alarms were noted during testing. No unexpected low battery alarms were found at the downloaded pump history. The pump was received with minor scratches on the lcd window, case and keypad overlay, as well as a cracked case on the back at the battery tube area.